Manufacturer narrative:
Bayer product analysis received and examined the returned mr disposable syringe kit. Visual examination of the syringe barrel confirmed the presence of a white particle within the fluid path that was most likely material from the inner wall of the contrast spike luer which occurred during the component manufacturing/assembly process. A 12 month review of complaint history determined the complaint rate to be (B)(6) complaints per (B)(6).

Event description:
The customer reported the following: a white foreign body was found inside the syringe upon opening a new ssqk65/115vs syringe kit. No injury or adverse event was reported.